Manufacturer narrative:
The device has been returned for investigation. The evaluation is not yet complete. This event was also inadvertently reported by the manufacturer under medwatch MFR report# 2916596-2016-01301 (duplicate report). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Clarification of the event: the patient was implanted with a left ventricular assist device on (B)(6) 2016. On (B)(6) 2016 the patient experienced high chest tube output. The patient received blood transfusions, and was taken to the operating room for mediastinal exploratory surgery. On (B)(6) 2016 the patient became hypoxic and was intubated. The patient experienced elevated lactate dehydrogenase (ldh) on (B)(6) 2016, and was placed on heparin and a 2b3a inhibitor. The patient subsequently developed a mediastinal hematoma with compression of the right ventricle. The patient underwent a surgical procedure to treat the hematoma. On (B)(6) 2016 a tracheostomy was performed due to continued respiratory issues and ventilator dependence. On (B)(6) 2016 the patient had suspected lvad thrombus, and suffered an ischemic stroke. The patient had difficulty moving the right upper and right lower extremity, and also experienced a right sided facial droop. The ability to communicate seemed preserved; the patient was able to follow commands and communicate by mouthing words appropriately. A CT/cta scan showed a probable left distal m1 thrombus, 50-70% stenosis of the internal carotid artery siphons bilaterally, and no hemodynamically significant stenosis within the neck. The patient was not a candidate for tissue plasminogen activator or interventional radiology given multiple co-morbidities and treatment with a heparin infusion. The stroke team was following the patient with regular checks. On (B)(6) 2016 the patient was in atrial fibrillation with a rapid ventricular response and was treated with digoxin and amiodarone. It was reported that the patient expired on (B)(6) 2016 due to complications secondary to stroke. An autopsy was performed, and the device was retrieved for evaluation.

Manufacturer narrative:
A correlation between the device and the reported ischemic stroke, suspected thrombus, and post-implant complications could not be conclusively determined. The returned pump appeared to have been exposed to a fixative agent prior to being returned. Depositions were identified throughout the pump, which were consistent with blood and fixed blood. These depositions showed no evidence of being present during pump operation. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Stroke, thrombus, and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced post-implant complications were reported under medwatch MFR report #2916596-2016-01301. (B)(4). Approximate age of device ¿ 61 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. The patient's post-operative course was reportedly complicated by mediastinal bleeding, arrhythmia, and presumed pump thrombosis due to an elevated lactate dehydrogenase level that was treated with heparin. On (B)(6) 2016, while still an inpatient post-implant, the patient reportedly was observed to have difficulty moving the right upper and right lower extremity, and was noted to have a right sided facial droop. The patient's ability to communicate seemed preserved, since the patient was able to follow commands and communicate despite the presence of a tracheostomy. CT angiography revealed a probable middle cerebral artery, left distal m1, thrombus. The patient also had evidence of old areas of infarction, intracranial atherosclerosis with a high-grade stenosis of the left middle cerebral, artery m1 segment, and 50-70% stenosis of the internal carotid artery siphons bilaterally. It was reported that the patient was not a candidate for tissue plasminogen activator (tpa) or interventional radiology given multiple co-morbidities and being on a heparin infusion. No additional information was provided.